Event description:
It was reported that during a routine follow-up, the implantable cardiac monitor exhibited an intermittent loss of ventricular sensing. It was noted that there were some asystolic episodes. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.